Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging the meter adapter and usb cord were missing from the system kit. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.